Event description:
Presenting rhythm shows atrial undersenisng with ventricular sensing at ~95 bpm (beats per minute). P-waves measure 0.5 and sensitivity is programmed 0.3mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).